Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date and upon completion of the analysis a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) of 2019 and suture was used. The needle pulled off of the needle. The procedure was completed with an alternate like device. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of two samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.